Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the buttons of the insulin pump was hard to press and may have worn out. The customer also reported getting stuck button alarms. Customer's blood glucose level was unknown at the time of the incident. The product will be returned for analysis.